Event description:
Reportedly patient expired due to unknown reasons. Implant duration and date of patient's death are unknown. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.